Event description:
This report summarizes 16 malfunction events. The event was related to suction loss while laser firing. There were no patient injuries reported associated to the events.

Manufacturer narrative:
H10 -list of all lot numbers of the devices and quantity: 24084555, 60676872 (x4), 60676877 (x9), unknown (x2). Three (3) investigations were completed during the period. A review of the records related to the devices that included labeling and trending showed that the devices and its components all met specifications prior to being released. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.